Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device compared to an unknown result from a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as ¿no longer speaking, trembling, no longer moving," a loss of consciousness and seizure. The customer was unable to self-treat and had contact with a healthcare professional who provided unknown treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 70 mg/dl was compared to a competitor brand meter result of 501 mg/dl. The length of wear was 1 day. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.